Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to t-wave oversensing as well as wide complex detections. Boston scientific technical services (ts) recommended asking the patient what they were doing at the time of the shocks, acquiring a new template and consideration of dual zone programming. No adverse patient effects were reported. The device remains implanted and in service.